Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access set underinfused while being used with a spectrum iq pump. It was further reported that the volume to be infused was 300ml and an extra 60ml was programmed in order to get the proper volume. The tubing was primed with normal saline per manufacturer instructions and the pump was at a 24 inches height in relation to the bag. This issue occurred during blood infusion in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.